Manufacturer narrative:
Additional information: g3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needle was returned loaded in an instrument and was removed for further inspection. The needle was observed to be rotated out of position while in the jaws of the instrument. The needle was broken at the swage. No suture was present with needle. Upon microscopic inspection of the needle some scratches could be observed on the surface of the needle. No loading marks could be observed outside the loading slots. It was reported that the needle was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument (lot# j2l1928ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, half of the needle broke off and fell into the patient cavity. The user searched for the needle but was unable to find the component. It was noted an x-ray was used to search for the device and the needle was not retrieved.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needle was returned loaded in an endo stitch instrument and was removed for further inspection. The needle was observed to be rotated out of position while in the jaws of the instrument. The needle was broken at the swage. No suture was present with needle. Upon microscopic inspection of the needle some scratches could be observed on the surface of the needle. No loading marks could be observed outside the loading slots. It was reported that the needle broken. The reported issue was confirmed. The most likely cause could not be established from the information available. A review of the device history records found potentially contributing factors from the manufacturing process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.